Manufacturer narrative:
B5 updated no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient did not experience any adverse effects as a result of the pump stop and driveline disconnect events. The patient disconnected themselves, which was the cause of the alarms. The patient was re-educated on disconnection of the driveline and was admitted with suicide precautions. It was confirmed that the patient disconnected their driveline in a suicide attempt.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was confirmed during review of the submitted log file. At the onset of the event log file (21:35:42 on 05sep2024), the controller appeared to be connected to partially depleted 14v batteries, and a low power advisory alarm was active. A driveline disconnect alarm was observed shortly later at 21:45:27 on (B)(6) 2024; this disconnection was communicated to be related to a suicide attempt by the patient. It was reported that the patient was admitted as a result of this event. After the driveline was disconnected, the controller remained connected to the depleting 14v batteries. The 14v batteries and the controller¿s backup battery appeared to have fully depleted sometime after 10:51:54 on (B)(6) 2024. The next recorded event captured the controller resetting with the default timestamp of 0:00:00 on (B)(6) 2000. The driveline was observed to have been reconnected to the controller and charged 14v batteries were reconnected to the power cables. The pump returned to a speed within the expected range within a few seconds and remained in the expected speed range throughout the remainder of the data. The clock was observed to be properly resynchronized at 10:32:49 on (B)(6) 2024. The heartmate 3 system controller (serial number: (B)(6) was not returned for evaluation. The root cause of the reported low voltage alarm was determined to be depletion of the batteries. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and low voltage alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced several pump stop and driveline disconnect events upon ventricular assist device (vad) interrogation. Following review of the log files by tech services, it appeared there were low voltage advisory events while using battery power, which started at the beginning of the data capture on (B)(6) 2024 at 21:35. It also appeared the driveline was disconnected on (B)(6) 2024 at 01:36 through 10:51, when the driveline appeared to have been reconnected. Tech services noted an abnormal reset flag and the timestamp defaulted to (B)(6) 2000. There appeared to be system controller clock corrupt events in the remainder of the log with the clock synced on the morning of (B)(6) 2024.